Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that customer was in hospital due to high blood glucose level. The customer declined troubleshooting. The insulin pump will not be returned for analysis.